Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s screen was physically damaged, rendering the display unusable and preventing the user from unlocking or shutting down the device, and a replacement was arranged. Symptoms included no adverse clinical effects, with blood glucose reported at 152 mg/dl and no alarms affecting glycemic control. Outcomes included continued use of cgm via the dexcom app or receiver and instructions for standard replacement and data setup. Investigation included review of user-reported images and case documentation. Investigation of this device revealed a damaged screen that impaired device interaction, consistent with a mechanical/physical damage to the display component without impact on dosing or safety alerts. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.